Event description:
Device report from depuy synthes reports an event in canada as follows: it was reported that on (B)(6) 2023, during the surgery to remove a tfna construct that had failed. Prior to surgery, x-rays of the patient confirmed that the nail had broken at the nail/helical blade junction. Removal of the failed implants took place and then the surgeon implanted a long tfna nail (04.037.227s) , with a new helical blade (04.038.385s), and two new distal locking screws: 04.005.524s x 2). Initial surgery and initial implantation of the failed implants was performed on the patient in (B)(6) 2023. No additional information is available. This report is for one (1) 11mm/130 deg ti cann tfna 235mm/left - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: monument. Manufacturing date: 03-sep-2022. Expiration date: 31-jul-2032. Part number: 04.037.145s, 11mm/130 deg ti cann tfna 235mm/left-sterile. Lot number: 1665p24 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final (B)(4) rev c met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection (B)(4) rev c met all inspection acceptance criteria. Packaging label log (pll) lppf rev e, lmd rev d was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 23366 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 1606p89. Lot quantity: unknown. A DHR could not be accessed for this review¿component was manufactured at jabil - tuttlingen. Part number: 04.037.942.2, lock prong, 130 degree, tfna. Lot number: 1551p59. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet ns673829 rev c met all inspection acceptance criteria. Part number: 21127, timoagri16.00. Lot number: 917p080. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated 28-jun-2022 was reviewed and determined to be conforming. Lot summary report dated 04-aug-2022 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review: 22-aug-2023: DHR reviewed by: jbucci. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.